Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the procedure, an error message occurred. The surgeon removed the device from the patient and tested it for leakage and found the balloon to have holes. A second like device was used for the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.